Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1 failed and it was identified that the bottom drawer caused the issue. The customer tried to reboot the device, but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had a drawer failure. Recovery attempts for the storage space were also unsuccessful. The field service engineer (fse) replaced the half-height drawers 5.1 and 5.2 due to faulty rails and removed an obstruction from drawer 6 (matrix drawer). The drawer functionality was tested multiple times using the hardware test application, and the pharmacy team confirmed successful inventory of the entire drawer. The drawer was verified to be working properly after the replacement. The system functioned as intended after field service engineer repaired the device.